Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, following the deployment of the valve, patient experienced bradycardia, which later progressed to asystole. Temporary pacing was utilized, however it did not provided capture. It was reported that the low voltage lead connected to the external pulse generator had pulled back. Cardiopulmonary resuscitation (CPR) was administered. Resuscitative measures continued for approximately twenty five minutes. The patient was put on the bypass machine but there was no heart movement. The patient expired. Transesophageal echocardiogram (tee) showed no signs of effusion or cardiac tamponade. The valve deployment was reported to be satisfactory, with no valve complications. It was reported that the patient's cause of death was decompensated ejection fraction secondary to aortic stenosis.